Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent dislodged during device preparation. Reportedly, there was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results code - a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen. The stent implant was dislodged and not returned. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. The stent implant outer diameters could not be measured due to the stent implant not being returned. Product performance engineering reviewed the incident information and analysis of the returned sds and determined that stent dislodgement during preparation can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling of the stent during prep. Analysis of the sds confirmed that the stent had dislodged and was not returned. Contrast was visible in the inflation lumen, which is consistent with the device being prepared for use, as reported. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The release testing data was also reviewed and all samples from this lot passed testing for stent placement, crimped stent outer diameter, and stent movement, also indicating the units had an adequate crimp. A conclusive root cause could not be determined, therefore, no corrective action will be implemented, as there does not appear to be any indications of a product quality problem. The lot history record was reviewed and there were no non-conforming material reports issued for this lot. This MDR is considered closed by the product performance group.